Event description:
On date stated above our surgilav plus ref number 207-559 began to heat up and eventually exploded on the surgical table after a case had been completed. Three of our staff members were present at the time of the incident. Upon examination of the unit in question, the aaa batteries that were inside the suction pump motor section had exploded. As to what would cause such event is unk, but no external environmental contact was made with the unit during or after the surgical case in question.